Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the display screen was blank due to physical damage. The lcd screen was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed to power on. The device's power management board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device's nurse call connector was found to be broken. The device's interface board was replaced to address the issue.